Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and lm investigation. The true cause could not be identified. The following cause is presumed. There is a possibility that the acoustic lens was damaged and scratched because some external force was applied to the acoustic lens. Occurrence mechanism: since the acoustic lens was damaged, it can be presumed that some external force was applied. Since this product was manufactured approximately 4 years and 3 months have passed, there is a possibility that this product was affected by aging degradation. However, the above is speculation because this product is destined for overseas and the repair history cannot be checked. Since this product was not returned and the phenomenon could not be confirmed, the root cause could not be identified. There is no occurrence of this phenomenon caused by the product or manufacturing. In addition, the re are no safety problems. As a result of the DHR review, it was confirmed that there were no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer's complaint of "adhesive peeling" was confirmed. The bending section glue was found cracked and the bending section rubber was noted to be soft. In addition, the scope's probe unit was found peeling and dented. Excessive broken elements were noted in the scope's ultrasound image. According to estimations the scope damage was noted to be due to wear and tear. The scope was repaired and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed during reprocessing, the adhesive at the distal end of the scope where the bending section and insertion tube meet was noted to be peeling. There was no patient involvement.